Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at a hospital on (B)(6) 2026 for hyperglycemia. The patient reported that their blood glucose (bg) levels were just under 500 mg/dl after wearing the pod for over 48 hours. The patient administered a bolus of insulin but this did not bring the levels within range; the patient reported they still felt unwell and deciding to seek medical attention. When tested at the hospital, their bgs measured 430 mg/dl. Symptoms reported include muscle fatigue, vomiting and light-headedness. The patient was treated with intravenous fluids and was released once their bgs had reduced to 170 mg/dl, approximately an hour and a half after arrival at the hospital.